Event description:
The recipient reported no hearing impression with the device since (B)(6) 2021. Reportedly, the hearing got worse during the day until the recipient lost completely the hearing perception with the device . No recent changes in health or medication have been reported. The recipient has been reimplanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: during device investigation the device works within specification. According to the information received from the field the experienced loss of benefit was most likely related to a device unrelated medical issue, namely neurological problems. Reportedly, the recipient has still no benefit with the new implanted device. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no hearing impression since (B)(6) 2021. The hearing got worse during the day until the user lost completely the hearing perception. The user has been reimplanted on (B)(6) 2021.